Event description:
Customer's mother (B)(6) called to report no delivery while she was priming. Caller stated that the customer had high blood glucose of 469 mg/dl and the insulin pump is constantly alarming no delivery. Advised to change the infusion set and reservoir to be able to troubleshoot their insulin pump. Performed rewind, manual prime, the insulin exits the tubing and the insulin pump did not alarm no delivery. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).